Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0272333. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: DHR review: this product assembly at sz plant and packaging & sterilization at tuas plant; review the information, this lot product packaged with assembly lots 0044385;assembly at auto line at 2020/02, lot quantity is 114000ea; review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality for it. Review the assembly record, there no nonconformities, deviations or rework activities for this lot product; the extension tubing lot number for this product is lot#9325205/9358247, review the extension tubing extrusion record, no abnormality for it. Defect sample analysis: initial reporter provided the defect picture showed extension tubing broken near luer adapter. Retain sample test: 45si leakage test for the retain sample, no found leakage issue. Possible root cause analysis: this product assembly at sz plant and packaging & sterilization at tuas plant; this product is assembly at auto line, review the assembly records, no found extension tubing broken defect recorded; retention sample test found no abnormality; cannot confirm whether this defect is related with sz manufacture process;

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the hub junction. The following information was provided by the initial reporter: the extension tube of pegasus leaked, there was one needle with this problem